Event description:
It was reported that (1) pmw35 device was used during an unknown procedure. It was reported by the rep that the pmw35 skin stapler doesn't staple correctly. The staples over close and under close. The device didn't close the wound consistently. There was no consequence to the pt.